Event description:
On (B)(4) 2010, intuitive surgical received a copy of medwatch uf/importer report (B)(4) from the FDA, with the following information: event desc: during laparoscopic prostatectomy, md looked at the left bipolar forceps and could only find 1 arm of the bipolar forceps. The surgeon looked around inside pt's abdomen and found the other half of the arm and removed it. Intuitive rep was in the room at the time and stated that there was no such recorded episode. Nothing unusual had occurred prior to this with regard to the davinci. Manufacturer response for fenestrated bipolar forceps, intuitive surgical awaiting formal request for return of device. (B)(4). Laparoscopic prostatectomy device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned (post-evaluation) or if additional information is received.